Event description:
It was reported that balloon rupture and difficulty removal were encountered. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilatation. However, during second inflation, the balloon ruptured. When the device was removed, the balloon part was caught and difficulty removal was encountered. The balloon was retracted into guidezilla guide catheter and was removed from the patient's body together with guidezilla. The procedure was completed with a different device and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. There was a circumferential tear 140.4cm from the strain relief. The distal portion of the balloon was missing. The inner shaft was stretched down starting at 139.2cm from the strain relief. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture and difficulty removal were encountered. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilatation. However, during second inflation, the balloon ruptured. When the device was removed, the balloon part was caught and difficulty removal was encountered. The balloon was retracted into guidezilla guide catheter and was removed from the patient's body together with guidezilla. The procedure was completed with a different device and no patient complications were reported.